Manufacturer narrative:
Batch review performed on 19 april 2022: lot 133951: (B)(4) items manufactured and released on 24-oct-2013. Expiration date: 2018-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 1-1-2018. Additional item involved in the event, batch review performed on 19 april 2022: ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 (k112115) lot. 113148 lot 113148: (B)(4) items manufactured and released on 03-nov-2011. Expiration date: 2016-09-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event since 1-1-2018.

Event description:
The patient came in reporting thigh pain and the cause is unknown. At 8 years and 3 months post primary the surgeon revised the stem and head. The surgery was completed successfully.